Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) was explanted. Early battery depletion was suspected, and the patient is pacer dependent with complete heart block. No adverse patient effects were reported. This device was part of the contak renewal 3 avt clinical study.